Event description:
The customer reported to olympus that the angular water tightness was decreased while using colonovideoscope. There was no report of patient harm associated with the event. The device was returned and evaluated. During the device evaluation found foreign matter came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed as evaluation found water tightness was lost due to damage on up/down knob. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the bending angle in up direction did not meet the standard value and the play of up/down knob was out of the standard value due to wear of an angle wire; white-clouded area was found on the adhesive on bending section cover, the adhesives around objective lens and the light guide (lg) lens; the adhesive on bending section cover had a chip and the adhesive around lg lens was peeled. The scratches were found on the universal cord, the protector of universal cord on suction connector side, the image guide protector, the plastic distal end cover and the connecting tube. As upon evaluation, foreign material was found in the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not presoak the endoscope in detergent solution. The customer flushed the air/water nozzle/channel with detergent solution. According to the customer, the following details regarding the cds process were unknown: whether the customer wiped/brushed the air/water nozzle with clean lint-free clothes the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The reprocessing status was unable to be obtained/confirmed from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.